Event description:
Caller reported a malfunction on the pump, identified with a malf 0 error code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, which resolved the issue, and the customer was informed to continue using the device while advised to report any recurrent malfunctions.